Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal. Bleeding") in an adult female patient who had essure (batch no. 626903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included skin lesion, acute vaginitis, depression, urinary frequency, vaginal odor and vomiting. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as alprazolam since (B)(6) 2016, buprenorphine since (B)(6) 2016, clonazepam since (B)(6) 2014, diazepam since (B)(6) 2016 and tramadol since (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), blister ("blisters"), rash ("rash"), migraine ("migraine"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxiety") and menstruation irregular ("irregular menses"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), urinary tract infection ("urinary infection"), vaginal infection ("vaginal infection") with vaginal discharge, tooth abscess ("dental problems/ tooth abscess") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, blister, urinary tract infection, vaginal infection, rash, migraine, headache, tooth abscess, allergy to metals, dysmenorrhoea, fatigue, anxiety and menstruation irregular outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, blister, dysmenorrhoea, fatigue, genital haemorrhage, headache, menstruation irregular, migraine, pelvic pain, rash, tooth abscess, urinary tract infection, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: device with approximately 2 trailing coils on left side, four trailing coils on right side. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: allergy to metal, dysmenorrhea,anxiety, migraines, pelvic pain, vaginal discharge. Most recent follow-up information incorporated above includes: on 3-apr-2018: pfs+mr received, reporter added, lot number added. Concomitant condition added, events added as :- blister, urinary tract infection, vaginal infection, rash, migraine, headache, tooth abscess, allergy to metal, dysmenorrhoea, vaginal discharge, fatigue, anxiety, menstruation irregular. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), genital haemorrhage ("heavy abnormal.bleeding") and tooth abscess ("dental problems/ tooth abscess") in an adult female patient who had essure (batch no. 626903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included skin lesion, acute vaginitis, depression, urinary frequency, vaginal odor and vomiting. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as alprazolam since (B)(6) 2016, buprenorphine since (B)(6) 2016, clonazepam since (B)(6) 2014, diazepam since (B)(6) 2016 and tramadol since (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), blister ("blisters"), rash ("rash"), migraine ("migraine"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxiety") and menstruation irregular ("irregular menses"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), urinary tract infection ("urinary infection"), vaginal infection ("vaginal infection") with vaginal discharge, tooth abscess (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, blister, urinary tract infection, vaginal infection, rash, migraine, headache, tooth abscess, allergy to metals, dysmenorrhoea, fatigue, anxiety and menstruation irregular outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, blister, dysmenorrhoea, fatigue, genital haemorrhage, headache, menstruation irregular, migraine, pelvic pain, rash, tooth abscess, urinary tract infection, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: device with approximately 2 trailing coils on left side, four trailing coils on right side . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: allergy to metal, dysmenorrhea,anxiety, migraines, pelvic pain, vaginal discharge quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal.bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.